Event description:
It was reported that code 1005 presented after a shock was delivered on this right ventricular (rv) lead, indicating high out of range shock impedances and that an open circuit was detected during the shock delivery. Technical services (ts) contacted for troubleshooting. This rv lead remains in-service at this time, however replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that code 1005 presented after a shock was delivered on this right ventricular (rv) lead, indicating high out of range shock impedances and that an open circuit was detected during the shock delivery. Technical services (ts) contacted for troubleshooting. This rv lead remains in-service at this time, however replacement was recommended. No adverse patient effects were reported. Additional information was received. This rv lead was capped and abandoned, and a new rv lead was successfully placed. No additional adverse patient effects were reported. The lead was not returned for analysis; therefore, a technical analysis could not be performed.